Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose value was unknown at the time of the incident. The insulin pump had a multiple battery replacement alert. The customer stated that they were able to successfully clear the alarm and were also able to complete pump rewind. The customer stated that the insulin pump was not exposed to temperatures below 41°f (5°c). The customer had previously called to report power error detected. The notification light stopped flashing immediately. The power error detected recurred within a week of troubleshooting of previous occurrence. The device will not be returned for analysis.